Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered pelvic pain and abdominal pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A hysterectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 44-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1998, (B)(6) 1999 and (B)(6) 2003)), c-section, cholecystectomy and premenopause. Concurrent conditions included body mass index normal, hypothyroidism, hyperlipidemia, candida vaginal since (B)(6) 2011, cramp in lower abdomen since (B)(6) 2013, menses lack of and fatigue. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea"), weight increased ("weight gain") and abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes on arms"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with levothyroxine, simvastatin and surgery (hysterectomy in (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, rash, weight increased and abdominal distension had resolved and the abdominal pain, menorrhagia, headache and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the same procedure was performed on the left. There were 2-3 coils noted at the completion of both procedures. Essure coils were removed from. The 8.5 mm port without any difficulty. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc(product technical complaint). On 22-jun-2018: plaintiff fact sheet received, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 44-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6)1998, (B)(6)1999 and (B)(6) 2003)), c-section, cholecystectomy and premenopause. Concurrent conditions included body mass index normal, hypothyroidism, hyperlipidemia, candida vaginal since (B)(6) 2011, cramp in lower abdomen since (B)(6) 2013, menses lack of and fatigue. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea"), weight increased ("weight gain") and abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and rash ("rashes on arms"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with levothyroxine, simvastatin and surgery (hysterectomy in (B)(6)2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, rash, weight increased and abdominal distension had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the same procedure was performed on the left. There were 2-3 coils noted at the completion of both procedures. Essure coils were removed from. The 8.5 mm port without any difficulty. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- reporter information, patient details, product information and events - abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, dyspareunia, fatigue, migraines, headaches, nausea, rashes on arms, weight gain, bloating were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 44-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6)1998, (B)(6)1999 and (B)(6) 2003)) and c-section. Concurrent conditions included body mass index normal, hypothyroidism and hyperlipidemia. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with levothyroxine, simvastatin and hysterectomy in (B)(6)2013, bilateral salpingectomy and essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs: product lot number, stop date added. Reporter, patient demographic information, all other relevant history updated incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A hysterectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.